Event description:
During baxter's functionality testing, it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation found excessive force was required to close the door with an IV set loaded caused by cracks found in the threaded insert boss in the front case that mount the pump mechanism into the case, which allowed separation between front case and mechanical assembly. This condition resulted in a "door not fully latched" message. The front case was replaced to correct this condition.